Manufacturer narrative:
Part number: 389.41, lot number: a7pa04 manufacturing site: tuttlingen, release to warehouse date: january 25, 2006. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 40 deg up-bit lamnect pnch 4mm w/330mm l (part # 389.41/ lot # a7pa04) was received at us customer quality (cq). Upon visual inspection it was observed the weld to secure the central pivot screw that holds the assembly together had broken off, and pivot screw was missing. As a result, the device fell apart. No other defects were identified with the device. The overall complaint was confirmed. Functional test: a functional assessment was not able to perform on the complaint device since the central screw was not returned. However, it was evident from visual inspection the screw came loose. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed . No design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the overall complaint was confirmed for the received complaint device. Although no definitive root-cause can be determined, it¿s possible the device encountered unintended forces causing the peen to fail. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a screw holding the kerrison together came loose and the instrument fell apart while the surgeon was performing discectomy. The procedure was successfully completed with no surgical delay reported. No patient harm. This report involves one (1) 40 deg up-biting laminectomy punch 4mm width/330mm length. This is report 1 of 1 for (B)(4).